Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the matrix-mandible subcondylar plate broke postoperatively in a patient. This issue occurred 8-10 years ago. The patient required surgery to have the implant removed. The initial procedure for this patient was an open reduction internal fixation (orif) of mandible. No further information provided this report is for one (1) ti matrixmandible subcondylar plate trapezoidal 1.0mm thick this is report 1 of 1 for complaint (B)(4).